Event description:
Pt had infusaport initially placed in 2009, without difficulty. Admitted six days later, to have 1st dose of chemo for metastatic breast ca. Unable to access, chest xray completed, found fracture of catheter with separation of subclvian junction. Port cath removed under fluoroscopic guidance with angiographic retrieval. Reported to doh, as malfunction of equipment.